Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that the recharger had not been working for about a month now. Pt said that they could charge the controller, however when they tried to recharge the implantable neurostimulator (ins), the recharger cord going into the paddle would get extremely hot and the ins would not charge, and the controller battery would just drain down. Pt said that they spoke with a manufacturer representative (rep) regarding the issue. Pt said that they had stopped using the old ins since they were having problems with the device. Pt said that they liked their new/current ins more, however the ins still was not working on the one side of their body. Pt said that they had told new rep that the recharger was getting really warm. Agent asked for the date of when the rep was made aware of the reported issue. Pt said that it was probably two or three weeks ago. When asked for the event date, pt said that it was just a month ago. Pt then said that probably six weeks ago, they felt excessive warmth from the recharger. Pt said that they had only been able to charge the ins twice. Pt said that they had met with rep for help, however the ins was not charged, so rep could not help them at the time. Pt said that they canceled their next meeting with the rep due to the reported issue. Pt said that the second time of trying to recharge the ins, they could not even get through to the passive recharge mode. Pt said that a year ago when they got their new ins implanted, they asked their rep about the issue since the paddle had a wear mark on it and the rep told them to put duct tape on it. A replacement recharger telemetry module (rtm) was sent out. Per additional information received from rep on 20sep2024. Patient met rep on (B)(6) 2024 and said they received a new recharger and said it seemed warm sometimes. Rep showed patient how to turn down the recharge speed. Rep have not heard from patient about the event before since rep met on (B)(6) 2024.

Manufacturer narrative:
The device with model 97755 serial#: (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.